Manufacturer narrative:
(B)(4). The customer reported that they evaluated the device and replaced the graphic user interface (gui) cable. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator malfunctioned. The patient was then transferred to another ventilator. There was no report of patient harm as a result of this event.